Event description:
Prostate enlarge testosterone count extremely low. Discovered all tubing in my dialysis equipment uses high levels of dehp. I found studies have shown significantly high uptake of this toxic phthalate during hemodialysis. Pts must dialyze 3-7 times a week, which means constant exposure via direct IV injection every single treatment. Europe has phased out its use to its documented adverse health effects. I am asking for you to please do the same. Https://www.ncbi.nlm.nih.gov/pubmed/10089298 http://ec.europa.EU/environment/aarhus/pdf/35/annex 11 report from_lowell_center.pdf http://www.scielo.br/scielo.php?script=sci_artext&pid=s0103-50532012000100011 https://www.atsdr.cdc.gov/phs/phs.asp?ID=376&tid=65 https://www.FDA.gov/downloads/medicaldevices/.../ucm080457.pdf.